Event description:
The procedure was to treat a moderately tortuous, moderately calcified, eccentric, 90% stenosed, de novo lesion in the mid left anterior descending artery. The traveler 3.0 x 12 mm balloon catheter was advanced to the lesion and the balloon was inflated, but the balloon ruptured at 12 atmospheres when inflated for the first time. The lesion was further dilated with a non-abbott balloon catheter. The procedure was completed after deploying a stent. Air was pulled outside the anatomy prior to use. There was no resistance during protective sheath removal. There was no resistance during advancement or removal from the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.